Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The cra has reported on behalf of the customer that the patient had allegedly attended a clinic consultation on (B)(6) 2014 where, as a result of pain from the hardware, the decision was made to remove the gamma nail, which was originally implanted on (B)(6) 2013. The customer further reported that the patient was admitted into hospital on (B)(6) 2014, for removal of gamma nail from left hip and that the patient was discharged 3 days later, ((B)(6) 2014), after being deemed fit to cope at home.

Manufacturer narrative:
The reported event indicated that the implants had fulfilled their tasks ¿ temporary stabilization of a bone fracture ¿ for a period of approx. 12 months. The course of bone healing was not provided but referring to the statement that no revision implant was used it was concluded that bone healing was sufficient. Referring to the provided x-ray with protruding lag screw it was suggested that this could have been one reason for pain. Although post-operative analysis regarding infection was negative but as the evaluating / consulting surgeon for sade decision had suspected potential infection the listed product was reviewed according to infection complaints ¿ checklist investigator. Based on post-operative negative finding of infection the consulting surgeon had deemed it was not necessary to act according the customer checklist. The product documents were reviewed regarding sterilization, e.g. Tests for sterility, deviation during sterilization, without observations. Consequently, there was no indication to suspect the quality of sterilization for the affected nail. As no sterile issue was determined for the product and as no sterile issue was determined (post-operatively) at the patient it was suggested that the event (pain) most likely was not caused by any deficiency of the device. With given information it can be concluded that patient¿s pain had been solved by implant removal.

Event description:
The cra has reported on behalf of the customer that the patient had allegedly attended a clinic consultation on (B)(6) 2014 where, as a result of pain from the hardware, the decision was made to remove the gamma nail, which was originally implanted on (B)(6) 2013. The customer further reported that the patient was admitted into hospital on (B)(6) 2014, for removal of gamma nail from left hip and that the patient was discharged 3 days later, (B)(6) 2014), after being deemed fit to cope at home.